Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) was confirmed. Upon evaluation, the response buttons were damaged and non-functional. The cause of the inabiity to activate the device is the non-functional response buttons. The root cause of the non-functional response buttons is physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the response buttons on a patient's monitor were damaged and would not activate the device.